Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient only had uncomfortable stimulation on their right side into their stomach. In (B)(6) 2015 the patient¿s initial leads had shifted to the right. They had a CT scan to check the placement and their health care provider (hcp) told them they had too much scar tissue.